Event description:
As reported by hospital a contrast injecting fitting detached during a power injection resulting in contrast spray. Fitting could not be detached from catheter, so catheter as well as cil had to be replaced during procedure. There was no patient injury. A sample is expected to be returned.